Event description:
Customer reported that the reservoir was leaking insulin into the insulin pump. Customer was unsure if the insulin leak was past the second o ring. No air bubbles found in the reservoir. Insulin is not visible in the insulin pump. Blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.